Manufacturer narrative:
Concomitant products: adapter; 60ml bd syringe of azacitidine, sodium chloride 0.9%; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of azacitidine was noted to be leaking from the tubing extension set. Another set was used that appeared to have the same problem. A third set was used without incident. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the extension set was confirmed. Visual inspection showed that the female luer had a crack along its length. Functional and pressure testing was performed; a leak was observed as fluid flowed through the crack. Dimensional testing was performed on the concomitant needle free valve and the female luer of the extension set. All dimensions were within specification. No stress/ tool marks were observed. The root cause of the reported leaking was identified as a vertical hair line crack on the female luer.